Event description:
Initially started ecp treatment on cellex instrument. Experienced multiple air in line alarms -- followed correction prompts/applied bp cuff and heat and consulted therakos but unable to resolve alarms. Treatment was ended and all whole blood processed was returned to the patient. Patient was successfully treated on a different cellex instrument.